Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative and review of the submitted log files. According to the account, the cause of the low flow events might be the patient¿s body size. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported low flow alarms, right heart failure, and aortic insufficiency could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas) serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the account indicated that the device operated as expected, and the low flow events might be caused by the patient¿s body size. The low flow alarms were affecting the patient and caregiver¿s quality of life, so a low flow software upgrade was requested. Software version 1.5.2 that establishes a reduced low flow hazard alarm threshold of 2.0 liters per minute (lpm) was successfully installed on (B)(6) 2020. The low flow alarms were reduced after the software update.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms. The doctors are considering a low flow software for the patient. The patient had no symptoms of low flows. Upon review of the log files, the patient also had pi events. It was reported that the patient's pump speed was 5000rpm with no atrioventricular opening, then de-novo aortic regurgitation and inferior vena cava dilation. Aortic insufficiency and right heart failure were indicated, and the pump speed was reduced to 4800rpm. After this, right arterial pressure was 4, pulmonary artery wedge pressure was 4, cardiac output and cardiac input were 4.18/2.6, and the saturation venous was 70% from right heart catheter, and patient was doing okay. Creatine and total bilirubin were not increased with stable brain natriuretic peptide at 100pg/ml. An electrocardiogram confirmed atrioventricular opening with phosphodiesterase inhibitor type 5 inhibitor.